Manufacturer narrative:
Section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic kidney disease, a nodule in their lung, cough, diffculty in breathing and has also developed hyperparathyroidism. There is no report of the medical intervention that the patient has received at this time. The patient did not reported any malfunction relevant to the reported harm. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on sep 30, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic kidney disease, a nodule in their lung, cough, difficulty in breathing and has also developed hyperparathyroidism that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that an unknown contaminant was observed inside the blower box at the air inlet. An unknown dust contaminant was observed on the tope enclosure front panel, on the pca, on the blower box, rear panel, and bottom enclosure. The p4 power connector was observed to have corrosion to it, consistent with liquid ingress to it. An unknown dust contaminant was observed on the blower, blower seal, blower box, and inside the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic kidney disease, and a nodule in their lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.